Event description:
During a l.a.v.h. Procedure, surgeon found that harmonic was not working right. Looked at tip, white tip broke off. Physician flushed for fifteen minutes and could not find the broke off. No patient consequence.